Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they was in emergency room low blood glucose value. The customer's blood glucose value was 11 mg/dl. The customer experienced kidney failure and unconsciousness due to low blood glucose value. The customer did not provide information about treatment. The insulin pump will not be returned for analysis.